Manufacturer narrative:
H3, h6: the real intelligence robotic drill (us) rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill was not spinning during kpc. The device was disassembled and the pin was missing from the drill motor. A log file review was performed, however there is no evidence or errors presented in the screenshots that would indicate the drill was not operating at normal/expected speed when applying full pressure to the foot pedal. The most likely cause of this event is a manufacturing issue. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that the real intelligence robotic drill would not operate at normal/expected speed when applying full pressure to the foot pedal. The procedure was completed with manual instrumentation with a delay greater than 30 minutes. The final outcome was successful, and patient was not harmed beyond the reported problem. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when attempting to begin bone preparation of the distal femur, they experienced a real intelligence robotic drill pfs error (drill disconnect error) (case (B)(4)). This forced them to quit the case. When attempting to re-enter the case, they experienced an ¿internal error¿ message, which forced them to hard-shut down the real intelligence cori (case (B)(4)). Upon reentering the system, they attempted to connect/calibrate a second real intelligence robotic drill. The second drill connected/calibrated successfully, but when attempting to prep the distal femur again, the drill would not operate at normal/ expected speed when applying full pressure to the footpedal (case (B)(4)). The procedure was completed with manual instrumentation with a delay greater than 30 minutes. The final outcome was successful, and patient was not harmed beyond the reported problem.